Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 4ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the lab staff put air in the tr band 2 syringe then went back later to take air out of the tr band and all the air was gone. The patient developed a hematoma, and a second band was placed on the patient. The staff reinflated the band, placed it under, and could see air bubbles coming out of the connection from the tube to the band itself. No medical or surgical intervention required. Additional information was received on (B)(6) 2023: the number of mls in the band was unknown by staff. Thirty (30) minutes after the procedure the band started to deflate. It was determined that nothing out of the ordinary was done to the band. It was stored in the tr band box and in the bottom of a supply shelf. Hemostasis was achieved by applying a second tr band. The patient had a small hematoma around the access site. No blood was visible, all blood was under sling at access site. No damage to the band was noticed. The patient was stable.